Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The device power up properly after the battery was installed. The device was received with operating currents within specification, no failed battery test noted. The device had cracked case at display window corners and minor scratches on the lcd window.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 275 mg/dl. Customer didn't hold the button for three minutes or longer. She was attempting to program a bolus and when she pressed the act button, it wouldn't respond. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.